Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had issues with their neck. It was also reported that their programmer was ¿dead as s door nail¿ but the patient was able to get the remote working again. However, they were getting poor communication icons. The patient wanted to call their healthcare professional (hcp) and no ended the report. No symptoms were reported in the event. On (B)(6) 2019 the patient reported that the ¿bladder device doesn¿t work¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that it was dead as a door nail and she had changed the batteries. The patient stated that her symptoms came back and she was getting poor communication. It was reviewed that the implant may have become depleted. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that patient has seen their hcp twice; (B)(6) 2019 and (B)(6) 2019. The issue was first noticed last year. The neck issues were not related to the interstim device or therapy however they did need an MRI but couldn't do it with the interstim device still implanted. Patient mentioned that the issue is with the internal device as it was dead. They had someone come to the hcp office to help however could not get it resolved. They have tried to change it but is having surgery to get it removed. No further complications were reported or anticipated.